Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This issues was identified during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6. H4: the lot was manufactured from december 05, 2019 - december 09, 2019. H10: five (5) device samples were received for evaluation. A visual inspection was performed on the returned samples and did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and it was noted that there was a leak at the spike port bonding area of two (2) of samples. For the remaining three (3) returned samples, there were no issues identified during functional testing. The reported condition was verified in the two (2) samples and not verified in the other three (3). The cause of the condition was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.